Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. Disk data is not available for analysis at this time. This pacemaker remains in-services, and frequent monitoring is expected. This investigation will be updated should further information become available. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. Disk data is not available for analysis at this time. This pacemaker remains in-services, and frequent monitoring is expected. This investigation will be updated should further information become available. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. Disk data is not available for analysis at this time. This pacemaker remains in-services, and frequent monitoring is expected. This investigation will be updated should further information become available. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.